Manufacturer narrative:
Consumer admits to falling asleep while using the heating pad which is a direct violation of the instructions and warning provided. The pad has been requested from the customer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/ folding/ crushing). A prepaid label was sent to the customer for returning of the product. The consumer has not returned the product.

Event description:
Consumer alleges her heating pad never shut off overnight and she could smell smoke. She awoke to find the heating pad was melted to the couch. No injuries were reported with this incident.